Event description:
Patient reported left side ¿hypothyroidism-not device related¿, ¿fatigue¿, ¿depression¿, ¿lack of concentration skills¿, ¿anxiety¿, ¿dry eye¿, ¿silicone laden lymph nodes¿, ¿naturelle 410 highly cohesive implants had been recalled¿, ¿have ruptures in both implants with silicone migration to my axilla¿. Device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 19jan2024.

Event description:
Patient reported left side ¿hypothyroidism-not device related¿, ¿fatigue¿, ¿depression¿, ¿lack of concentration skills¿, ¿anxiety¿, ¿dry eye¿, ¿silicone laden lymph nodes¿, ¿naturelle 410 highly cohesive implants had been recalled¿, ¿have ruptures in both implants with silicone migration to my axilla¿. Device remains implanted.

Manufacturer narrative:
In response to FDA report number: mw5148544 and mw5148543. The event of lymphadenopathy and silicone migration are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, silicone migration, and rupture.

Event description:
Patient reported left side ¿hypothyroidism-not device related¿, ¿fatigue¿, ¿depression¿, ¿lack of concentration skills¿, ¿anxiety¿, ¿dry eye¿, ¿silicone laden lymph nodes¿, ¿naturelle 410 highly cohesive implants had been recalled¿, ¿have ruptures in both implants with silicone migration to my axilla¿. Device remains implanted.